Event description:
When performing vital sign checks using the masimo vital sign machine the blood pressure reading will not read properly. The blood pressure pumps up and then releases and this happens a number of times before it finally says "weak signal check cuff." We have reported this to bio med and they have assessed the machine with no resolution. There are a number of masimo vital sign machines that have this problem. Masimo evaluated equipment with our clinical engineer. Findings copied below: "the issue seems to be that on 1 of the masimo machines, the bp hose connector is a bit loose so air may be slipping out when taking a reading. This may happen if the machine is being pulled by the bp hose/ cable instead of using the handle. The troubleshooting step for this would be to check that the connector is properly fitted and all the way at the end. If the issue persists the bp hose would need to be changed out entirely. Massimo rep was able to train a few of the nurses on the floor on proper handling of the machine and how to troubleshoot and resolve this issue. They will also be providing us with spare bp hoses for replacement when needed."